Event description:
It was reported that a pt underwent a two-level x-stop procedure at levels l3/4 and l4/5. Postoperative x-rays confirmed that the spinous process fracture occurred when the two devices were placed at adjacent levels. Subsequently, both devices were removed. The pt status was reported to be good. No additional information was reported.

Manufacturer narrative:
Device was not returned; followed up company rep.